Event description:
It was reported that pt experienced chest pain, sob, flushing anxiety post PICC insertion. These symptoms resolved in approx 10 minutes. This problem is recurring (>15). Straightforward PICC insertion. Sherlock tls wire removed and red lumen flushed with ns. Pt immediately developed sensation of something being wrong, sob, cp, feeling of warmth, o2 salts dropped to 51%. Required code 66 pt's condition improved after 7-10 min on hiflow o2. All symptoms completely resolved after 15 min.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device remains in the pt. A lot history review (lhr) of rewi0800 showed one other similar product complaint(s) from this lot number (428778).